Manufacturer narrative:
The system is not expected to be returned once removed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was eroding through the pocket, resulting in a risk of infection to the entire system. The patient was hospitalized and is awaiting a system replacement procedure. No additional adverse patient effects were reported.